Manufacturer narrative:
The insulin passed the displacement, basic occlusion, occlusion, prime, excessive no delivery and motor tests. No motor error alarm was noted. No damage was found on motor. The pump was received with scratched display window, cracked corner display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 401 mg/dl. The customer treated with manual injection. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the pump was not exposed to high magnetic field. The customer stated that there were no motor position encoder errors in the alarm history. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.